Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this lead was fractured which was confirmed by fluoro. No intervention was mentioned.

Manufacturer narrative:
Upon receipt, the lead under complaint was found severed approximately 29 cm distal to the is1 connector pin, the outer and the inner coil were found fractured. A proximal and a distal lead fragment were returned and subjected to an extensive analysis. At the distal end of the proximal lead fragment and at the proximal end pf the distal lead fragment, the lead body was found squeezed and deformed. The insulation was rubbed through in this region. Based on the characteristics as well as the location of the damages, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. The available diagnostic images corroborate this assumption showing a significant fracture of the lead in the area of the clavicle in the implanted state. The analysis did not reveal any sign of a material or manufacturing problem.